Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised because after "more than five years and evolving with technical problems, without functioning conditions." Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.